Event description:
No additional information

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the applicable risk management documentation.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that the needle retracted too quickly. Verbatim: clinician experienced: extravasation not related to power injection of contrast media additional comments: ¿performed below expectations ¿ 2. When you insert the catheter and press the button to remove the needle, if it is a patient with very thin veins, there is a risk of extravasation or rupture of the vein because it makes it very strong.¿ ¿no, did not perform as expected ¿ broke the patient¿s vein.¿ outcome: the events was not reported to bd at the time of survey completion. The events resulted in removal of the bd insyte¿ autoguard¿ shielded IV catheter. The device was replaced following removal.